Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from user facility reported that during a procedure, the device had lack of aspiration that resulted in reschedule of the procedure. This report is being submitted for the rescheduled procedure.

Event description:
The user from user facility reported that during a procedure, the device had lack of aspiration that resulted in reschedule of the procedure. This report is being submitted for the rescheduled procedure.